Manufacturer narrative:
(B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported patient was implanted with a 1.5mm variable angle locking (val) condylar plate and six (6) screws on unknown date for an open comminuted fracture of the proximal phalanx of the left middle finger. On unknown date it was determined patient had a non-union. Patient was returned to surgery on (B)(6) 2017 where surgeon removed all hardware and revised the patient to a 1.5mm val t-plate, six (6) locking screws, and a bone graft from the hip. This report is for one (1) 1.5mm locking screw. This is report 2 of 7 for (B)(4).